Event description:
The customer indicated that an elevated architect ca 19-9 result of 275.91 u/ml was generated. The sample was repeated 2 times and both results were <2.00 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
The customer observed a falsely elevated patient result, while using architect ca 19-9, lot 29274m500. Review of ticket trending did not identify atypical complaint activity related to falsely elevated results. The lot search did identify atypical complaint activity related to the issue under review. Accuracy testing was completed using retained kits of architect ca 19-9 reagent lot 29274m500. Acceptance criteria was met, which indicates acceptable product performance. Additionally, an analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis showed that the median value has not changed over time and concluded that the reagent lots included in the analysis (including the lot under investigation) read patient results consistently. The architect ca 19-9 reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.